Event description:
Device explanted during lead revision due to being on advisory list. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2023. The device was implanted for 81 months. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Battery voltage measurement confirmed a depleted battery, which could be attributed to an increased internal self-depletion within the battery. Please note that this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.